Event description:
It was reported that during a da vinci-assisted surgical procedure, 8mm synchroseal instrument had non-intuitive motion at the forceps. The surgeon stated it was difficult to use. No improvement even after connecting to another arm. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the device returned. However, isi has not received the instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm synchroseal instrument for failure analysis investigation. The instrument was analyzed and found to have a loose snake wrist cable at the proximal end. As a result, the instrument failed engagement. There was no damage found to the snake wrist cable or the clamping pulley. Additional observation(s) related to customer reported complaint: the instrument was found to fail intuitive motion. The instrument was installed on an in-house system and driven. The instrument exhibited imprecise motion in the pitch yaw direction. The grip tips moved in the direction commanded; however, a lag or delay in the motion was observed. The root cause is attributed to component susceptibility to damage. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue occurred with the surgeon's head being inside the surgeon console's high resolution stereo viewer. The issue occurred while manipulating the instrument. The instrument moved, but the movement was delayed. The instrument moved in the intended direction. There was no shakiness or friction experienced. There was no instrument or arm interference. There were no external collisions. The issue was persistant. The action being taken when the issue occurred was a dissection. The drape has already been discarded. There was no injury to the patient. There are no photos or videos available for isi review. The issue occurred about after two hours.

Event description:
Refer to h11 for follow-up information.